Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic hernia repair for incisional midline hernia repair, the patient presented with pain and nausea. CT scans and x-ray imaging was done and showed imaging consistent with post-operative ileus. The patient was admitted and bowel rest was provided and the patient was treated with intravenous fluid hydration along with medications for the pain and nausea.

Event description:
According to the reporter, following a ventral herbnia repair, the patient was presented with symptoms and imaging consistent with a post-operative ileus. The patient was admitted for bowel rest, intravenous fluid hydration, and treatment for pain and nausea. Diagnostic procedures performed included CT and xray. Specific medications were given. Other action taken included bowel rest and intravenous fluid hydration. The patient was not hospitalized for more than 24 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.